Event description:
I had filshie clips put on my fallopian tubes in 2010. For the past years I have been in major pain on my lower right side and lower back. I went to the ER on (B)(6) 2017. They did several tests and a CT scan. Found out that my clip on my left fallopian tube, was off, it had migrated. "What can I do about this", I am in major pain. I went to the doctor yesterday who put the clips on back in 2010. He don't want to really talk about removing the clips or finding the migrated lost clip. I have been also having ruptured ovarian cysts a lot in the past year, I believe is caused by the filshie clips.